Event description:
Pt has had multiple surgeries for breast implant malfunction since 1992. Exact dates unknown. Has had several different physicians. Has returned to surgery for removal of bilateral implants and breast reconstruction.